Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is properly located at the trailing optic edge. The lens is advanced to the end of the tip. The lens is folded correctly and no optic damage is observed. The leading haptic is advanced outside the tip of the device and is broken distal area. The provided photos match the returned device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No optic damage was observed. Haptic damage was observed which may have been interpreted as the reported cracked iol. The root cause for the broken haptic cannot be determined. The leading haptic is advanced outside the tip of the device and is broken distal area. Information was provided that the device was not in contact with the patient. The dfu instructs that: no part of the lens should exit the nozzle prior to insertion through the incision. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective in a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the issue was a cracked lens.